Event description:
The user's device has reportedly extruded due to thinning skin. The clinic will perform a revision surgery on (B)(6) 2023 during which it will be determined if the user's skin can be fixed and if the device needs to be explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's implant was on the verge of extruding due to thinning skin. The clinic performed a revision surgery on (B)(6) 2023 during which it was determined the user's skin could be fixed and that it was not needed to explant the device.

Manufacturer narrative:
According to the information received from the field the skin above the implant was thinning, which was nearly causing an extrusion of the device though the skin. Reportedly the thinning of the skin was likely caused by device unrelated medical reasons. The recipient has a history of medulloblastoma with radiation therapy. This has led to slowly progressive retraction of the post-auricular skin into the mastoid cavity post-operatively. A skin flap revision surgery was performed successfully. The device remains implanted and in use. This is a final report.